Event description:
It was reported that a patient experienced muscle stimulation. Two icerod cx needles were used for a renal cryoablation procedure. The needles passed testing successfully. During the procedure, the patient experienced muscle stimulation and "shock type" events described as "grabbing/twitching" and sudden pain/discomfort. The physician administered additional anesthetic prophylactically. The needle causing the issue was also observed to lack sufficient ice on CT scan. Upon removal, it was identified that the needles had been unintentionally bent during placement due to encountering the transverse rib and challenging location of the target lesion. Two new probes were opened and the procedure was completed successfully with no patient injury.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for technical analysis. Functional testing found the device met all design specifications, including freezing performance. Physical inspection of the product confirmed that the needle was bent; however, this observation did not negatively impact the functionality of the needle. Disassembly of the device found no damage to the insulation on the heater wire, which may have explained the reported muscle stimulation and electrical issue. Based on analysis and product record review, a probable cause could not be established as there were no electrical failures identified.

Event description:
It was reported that a patient experienced muscle stimulation. Two icerod cx needles were used for a renal cryoablation procedure. The needles passed testing successfully. During the procedure, the patient experienced muscle stimulation and "shock type" events described as "grabbing/twitching" and sudden pain/discomfort. The physician administered additional anesthetic prophylactically. The needle causing the issue was also observed to lack sufficient ice on CT scan. Upon removal, it was identified that the needles had been unintentionally bent during placement due to encountering the transverse rib and challenging location of the target lesion. Two new probes were opened and the procedure was completed successfully with no patient injury.